Event description:
Legal counsel for the patient alleges that the patient underwent m2a hip arthroplasty and reports patient allegations of pain and dislocation. Subsequently, patient was revised on an unknown date. Additional information received in patient medical records indicates patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2010. The operative report notes purulent-looking fluid, chronic fibrillation and evidence of infection with pockets of necrotic debris. This report is based on allegations set forth in plaintiff's complaint, and the allegations contain therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 8 mdrs filed for the same event (reference 1825034-2013-03548 / 03554 & 00068-1).